Manufacturer narrative:
No device/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure the site could register the blunt 1.5mm passive planar instrument at the beginning of the surgery. However, during the tumor resection surgery, the pointer was not visible any more, they had to change with another pointer and it worked then. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The instrument was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be replicated. There was no fault found with the returned probe. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative at the site evaluated the instrument with the system and confirmed the reported issue, the probe was not recognized by the camera, although the geometry was acceptable. The probe was replaced. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.